Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: there are 3 devices, not activated. The reporter said no activation occurred in 3 devices, so it took more than 30 mins to change the devices and find the good one eventually. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Extended more than 30 mins.